Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusaexcel9 was returned for evaluation: service history review: a review of the service history records for the involved unit shows that this is the 1st service for the console. No adverse trend noted. Failure analysis - possible ultrasonic failure was suspected from the evaluation. However, the device was found to be contaminated - liquid was found on the device; the liquid did not evaporate and was concluded not to be water. Consequently, further analysis was unable to be completed. Root cause - alternatively, analysis of the device was completed with engineering which confirmed that the most likely cause of failure is a defective ultrasonic board based on the reported failure. The cooling alarm did not sound based on reported failure also indicating an ultrasonic failure. The ultrasonic board controls the irrigation system and notifies the dart controller which in turn controls the irrigation pump. A replacement device was sent to customer.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the irrigation of the cusaexcel9 (cusa excel w/ console 220v ac with footswitch) suddenly decreased from 60 to 20 without anyone touching it. The value jumped for the first time and then the irrigation didn¿t work at all. The patient was already asleep and was to undergo liver surgery. It was reported that without the cusa, they could not operate. The unit was not used, surgery had to be stopped, and the patient had to be woken up.